Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a temperature error during system check/equipment testing. There was no study being performed or patient involvement when the reported phenomenon occurred. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. After multiple attempts to obtain information about the sn and disposition of the transducer, no response was received. This complaint is therefore, being close to likely cause of gastro flex control traces crack based on trending data.